Manufacturer narrative:
Due to character limit in the e1 section initial reporter name, the full initial reporter's name (B)(6). Due to character limit in the e1 section event site name, the full event site name is (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint ID# (B)(4).

Event description:
It was reported that, upon opening the box of the sensation plus 50cc balloon a condensation like material was observed inside the sterile packaging of the balloon. There was no patient involvement as it was not used clinically.

Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected fields: e2.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: d7. This is a correction MDR that is being submitted as the d7 filed was incorrectly selected in the report number 2248146-2025-0000114. Updated fields: b4, g1-contact person at mfg site, g3, g6, h2.

Manufacturer narrative:
Updated fields: b4, d8, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation , investigation findings, component codes investigation conclusions), h11 a sensation plus 8fr 50cc catheter kit was returned intact and sealed. Clear fluid was found inside the product packaging. The evaluation consisted of a functional, visual and chemical analysis inspection confirming the presence of fluid inside the packaging. A sample of the fluid has been tested via infrared spectrum analysis and found to be silicone. This fluid is used as a lubricant during the manufacturing process. It has been determined to be biocompatible, does not affect the function of the device, and poses no risk to the patient. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. A sample of the fluid has been tested via infrared spectrum analysis and found to be silicone. This fluid is used as a lubricant during the manufacturing process. It has been determined to be biocompatible, does not affect the function of the device, and poses no risk to the patient. Complaint ID:(B)(4).

Manufacturer narrative:
Complaint ID no. (B)(4).